Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to end of life indicators. There were concerns regarding the longeviety of this device.